Manufacturer narrative:
The manufacturing site received six photographs for product analysis. Photo 1 shows the top portion of a luer lock syringe with grey plunger rod and rubber tip. The outside diameter of the luer skirt appears to have skived plastic material. Photo 2 shows the top portion of a luer lock syringe with grey plunger rod and rubber tip. The luer tip is either missing or broken. Photo 3 shows the top portion of a luer lock syringe with grey plunger rod and rubber tip. Slight damage on the luer skirt can be observed. Photo 4 shows the top portion of a luer lock syringe with grey plunger rod and rubber tip. Damaged luer skirt and damaged/bent luer tip can be observed. Photo 5 shows the top portion of a luer lock syringe with grey plunger rod and rubber tip. Damaged luer skirt and damaged/bent luer tip can be observed. Photo 6 shows the top portion of a luer lock syringe with grey plunger rod and rubber tip. Damaged luer skirt and damaged/bent luer tip can be observed. Additionally, the manufacturing site received seven unpackaged 60ml luer lock syringes for product analysis. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. The luer tip was broken off near the base of the syringe barrel face on one of the syringe samples. Damaged luer skirt and bent/damaged luer tip was identified on three of the syringe samples. Slight damage/skived plastic on the luer skirt was identified on two of the syringe samples. Incomplete fill was observed on the inside rib on the molded plunger rod on one of the syringe samples received. Based on the photos and physical samples there were analyzed the reported issue was confirmed. The device history record (DHR) for lot 208741x was reviewed. During the manufacturing of the syringe assemblies, syringes were visually inspected and physically tested with no failures recorded relating to the reported issue. The molded barrels inspection reports were reviewed with no issues recorded relating to the reported condition. The DHR for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. Based on the available information, an exact root cause for the damaged luer tips and luer skirts were not determined. No corrective actions are required at this time. However, the reported condition will be communicated to the appropriate quality and manufacturing personnel. This case will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they ordered 25 cases and received it on march 14, 2023. Upon inspection, they noticed that 7 pcs of have broken tips and cannot be used.